Event description:
It was reported that stack of endopath ets ¿flex 45 attempted to be used that they did not work. It was possible to close it with the gray handle but then it was not possible to use it dark gray because it seemed completely fixed .

Manufacturer narrative:
(B)(4). Batch #: t5dx3w. Additional information was requested and the following was received: could you please clarify if there were any patient consequences? The answer is no patient consequences. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a tr45w reload loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances related to the reported complaint condition were identified.